Event description:
The clinician said implant was placed in 2005 and removed in 2006. The clinician identified the reason of removal as failure-to-osseointegrate resulting from poor oral hygiene.

Manufacturer narrative:
The implant was received without any attachments. The implant was not fractured and was examined under 10x magnification. The implant was measured through the packaging with calipers and found to be a ph4mm x 15mm implant. There were not any thread defects noted on the implant.